Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced six infusion set cannula kinked event on 03-may-2024, on 30-oct-2024 and on 03-nov-2024. The site of insertion was at upper buttocks. The event occured within three hours of insertion. The blood glucose level was 530 mg/dl at the time of event and the patient was treated with correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 6.